Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va04fbp, implanted: (B)(6) 2012, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s pocket was about to erode. The skin was looking thin on the upper quadrant of the implantable neurostimulator (ins) location and had not eroded yet, but it was imminent. The healthcare provider (hcp) wanted to revise the patient, because he was very dependent on the therapy due to severe dystonia. The hcp intended to recommend a replacement as a precaution. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.